Event description:
It was reported that following an implant procedure, the patient experienced increased numbness, tingling and no grip strength. It was stated that the patient was not feeling paresthesia even when stimulation was maximized. Lead migration was noted on x-ray. The patient was admitted to the hospital. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Additional pro code: qrb. Additional suspect medical device component involved in the event: model number/catalog number: sc-8216-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: artisan lead 70 cm. Unique identifier (UDI) #: (B)(4). Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that following an implant procedure, the patient experienced increased numbness, tingling and no grip strength. The patient was admitted to the hospital.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that following an implant procedure, the patient experienced increased numbness, tingling and no grip strength. The patient was admitted to the hospital.

Manufacturer narrative:
Correction to follow-up #1 MDR in blocks: b5, e1, g4, h6, and h11. Additional pro code: qrb. Additional suspect medical device component involved in the event: model number/catalog number: sc-8216-70, serial number: (B)(6), batch/lot number: 7075958, model/catalog description: artisan lead 70 cm, unique identifier (UDI) # (B)(4).

Event description:
It was reported that following an implant procedure, the patient experienced increased numbness, tingling and no grip strength. It was stated that the patient was not feeling paresthesia even when stimulation was maximized. Lead migration was noted on x-ray. The patient was admitted to the hospital. No further information could be obtained despite good faith efforts.